Event description:
During procedure (laparoscopic), the surgeon was using the 5mm harmonic scapel curved shear lcsc5 and noticed increased plume and charring of adjacent tissue (liver). This occurred with 2 separate curved shears and was not present with the straight shear.